Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received fully deployed. No alarms nor drive stalls were observed in the data. Timeouts were observed during the run, but this did not affect the functionality of the device. No defects were observed to the device that would cause the soft cannula to dislodge. The cause of the reported event could not be determined.